Event description:
It was reported that there was a left hip revised due to the neck breaking off the stem. The sales rep was unaware of any trauma to the patient.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown meridian stem 3x13. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.